Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The issue resulted in the customer's blood glucose level exceeding 500 mg/dl, though the exact value was noted as "high." In response, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided instructions for resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.